Event description:
It was reported that during implant of the right atrial (ra) lead, positioning resulted in far field r-waves (ffrw). During repositioning, the ra lead caused a perforation causing plural effusion. The ra lead was discarded and the ra port was capped, with plans to add an ra lead in the future. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).